Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient was experiencing pocket pain. The patient was seen by the surgeon, options were discussed, and a pocket revision had been scheduled for (B)(6) 2016. The issue was not resolved at the time of report and the patient was alive with no injury. It was further reported that the patient did have a revision on (B)(6) 2015 and there was no known cause of pain. The pocket was made deeper and the implant was placed deeper as the hcp was concerned the pain was caused by the implant being too superficial. The pain did not seem to be resolved and the patient was scheduled to see their hcp the week of (B)(6) 2016. A plan of action would be considered at that time. It was later reported that the hcp had decided to move the stimulator to the contralateral side scheduled for (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.